Event description:
It was reported that bd autoshield¿ duo safety pen needle had a safety shield failure and is not working properly. This happened during use. The following information was provided by the initial reporter: we received a product complaint from a patient for the bd autoshield duo 5 mm needles. For more than 1 in 10 needles, the spring does not work properly according to the patient. 06/14 - information from the manager who contacted the customer: complaint concerns spring system of the back needle. Needle does not retract. Customer is happy that the complaint has been taken seriously considering her fear of needlestick injuries. There are no other needles used. The 1 in 10 needles can indeed not be proven. Before and after this box of needles she has not heard any more complaints.

Manufacturer narrative:
Investigation summary: two photos of a 30g x 5mm autoshield duo sample were returned from an unknown lot. No., cat. No. 329605. Visual examination was carried out on the returned photos and it was observed that the sample was incorrectly assembled. Cannot perform a DHR due to unknown lot number. The root cause of this issue is the rotation of the non patient shield locking into the hub not being set correctly. Capa478527 was raised to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd autoshield¿ duo safety pen needle had a safety shield failure and is not working properly. This happened during use. The following information was provided by the initial reporter: we received a product complaint from a patient for the bd autoshield duo 5 mm needles. For more than 1 in 10 needles, the spring does not work properly according to the patient. 06/14 - information from the manager who contacted the customer: complaint concerns spring system of the back needle. Needle does not retract. Customer is happy that the complaint has been taken seriously considering her fear of needlestick injuries. There are no other needles used. The 1 in 10 needles can indeed not be proven. Before and after this box of needles she has not heard any more complaints.